Event description:
As reported, the coil would not detach easily. It detached on the 7th try with the second cable, and stretched slightly. The coil was then pushed into the aneurysm with a wire through the microcatheter. The coil detachment system was taken out, and saved. No patient injury or complication was reported and another ultipaq coil was used.

Manufacturer narrative:
The unknown ultipaq coil did not detach easily. It detached on the 7th try with the second cable, and stretched slightly. The coil was then pushed into the aneurysm with a wire through the microcatheter. The coil detachment system was taken out, and saved. It was reported that there were no patient issues related to the event. Another ultipaq coil was used. A headway microcatheter was used and five other micrus coils were used during the procedure. No further information is available. As reported, the coil was implanted. The returned device positioning unit (dpu) passed electrical testing. The detachment fiber was partially melted on one side. The most likely root cause of the coil requiring multiple detachment attempts was due to the melted fiber temporarily adhering to the coil's socket ring. A contributing factor may have been due to the detachment fiber loss of tension which may have caused the partially un-melted fiber to extend above the resistive heating coil's socket ring. The circumstances that may have led to a loss of tension may have occurred when the coil was stretched. The reported stretching of the coil may have been related to it being anchored on itself, in the coil mass, or on the distal tip of the unknown microcatheter. The exact circumstances of when and how the coil became anchored and stretched cannot be determined. In addition, without the return of the complete detachment system, the microcatheter, and the actual coil, it cannot be determined if these components contributed to the complaint event. The lot number is not known; therefore the DHR review could not be performed. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant device used: unknown detachment control box and connecting cable. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.